Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and found that the apex and sternum sockets were worn and had a loose fitting to a therapy cable.

Event description:
During daily testing, it was reported that the device would not detect the therapy cable connection. The device would not be able to deliver defibrillation therapy in the reported condition. There was no pt use associated with the event.